Manufacturer narrative:
Technician found that the brakes would lock, but swivel. Replaced the steer caster to resolve this issue.

Event description:
Complaint that the unit will move when brakes are set. No injury reported.